Manufacturer narrative:
Pt info: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. Device evaluated by MFR: other: the device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens came out funny. There was patient contact. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes, returned to manufacturer on: 4/24/2023, section h3. Device evaluated manufacturer? Yes, device evaluation: visual inspection of the iol observed a crack in the haptic. No assembly issues were identified with the handpiece. No further evaluation was performed. The complaint issue "dc-lens damage" was not identified during photo and product evaluation. The observed "dc-haptic damage" is similar to the reported complaint issue (complaint coding may have been the result of the customer being unfamiliar with coding definitions per amo-04-d024). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. Additional information: new information was provided that there was no patient injury. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.